Event description:
It was reported that during a procedure to treat a lesion in the iliac to superficial femoral artery with heavy tortuosity and mild calcification, a ht command guide wire was advanced to the target lesion via crossover approach and resistance was felt crossing the lesion due to heavy tortuosity. The ht command guide wire became entangled with the thrombus aspiration catheter when attempting to remove the thrombus aspiration catheter from the patient anatomy. Thus, both devices were removed from the patient anatomy as a single unit and the guide wire kinked. Reportedly, slight resistance had been met during removal of the dispenser coil and the physician did not check if the guide wire had any damage prior to use. A new ht command guide wire was used and the procedure was continued without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported kink on the guide wire was confirmed. The difficult to remove (entanglement) and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to remove (dispenser coil) could not be replicated in a testing environment due to the condition of the returned device. Based on the visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. It should be noted that the ht command instruction for use states: prior to the interventional procedure, carefully examine all equipment to be used, including the interventional device, for defects. Do not use any defective equipment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.